Event description:
A consumer reported that a novofine 30g needle broke off in the subcutaneous tissue of their abdomen. When the pt extracted the novopen 3 after injection, pt found the needle was broken. Pt went to hosp in 2004 where pt had an ultrasonic exam, but the broken needle was not found. The pt felt a little pain and strain at the site of the injection. The pt has used the device for about two and half years and has been trained in the use. Pt only does the airshots, when they begin to use a new insulin cartridge. The pt never performs function check. The needle in question was used for the second time when the event occurred. Pt had another x-ray and ultrasonic exam after the hospitalization, but the needle was still not located.